Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1230280 medical device expiration date: 31-aug-2026 device manufacture date: 18-aug-2021 medical device lot #: 1274750, medical device expiration date: 30-sep-2026, device manufacture date: 01-oct-2021, medical device lot #: 2087453, medical device expiration date: 31-mar-2027, device manufacture date: 28-mar-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 23 bd angiocath plus¿ i.v. Catheters 20ga x 1.16in, there was silicone overflow in catheter tube the following information was provided by the initial reporter: silicone overflow in catheter tube.

Event description:
It was reported while using 23 bd angiocath plus¿ i.v. Catheters 20ga x 1.16in, there was silicone overflow in catheter tube the following information was provided by the initial reporter: silicone overflow in catheter tube

Manufacturer narrative:
H6: investigation summary nine samples in open packaging were received by our quality team for evaluation. (B)(4)units were received from batch 1230280 and (B)(4) units from batch 1274750. No sample was received from batch 2087453. For batch 1230280, samples 1 and 3 under 20x magnification, small droplets of transparent, gel-like substances were observed on the surface of the catheter tubing, however, the lubricant appearance was found to be acceptable. For samples 2 and 5 under 20x magnification, a small lump of transparent, gel-like substance was observed on the surface of the catheter tubing, however, the lubricant appearance was found to be acceptable. For sample 4 under 20x magnification, a piece of solidified lube was observed was observed on the catheter tubing near the catheter tip. For batch 1274750 the samples were viewed under 20x magnification, small droplets of transparent, gel-like substances were observed on the surface of the catheter tubing, however, the lubricant appearance was found to be acceptable. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the evaluation of the returned samples, the small droplets / lumps of transparent gel-like substances observed on the catheter tubing were most likely excessive lubricant that aggregated and formed small droplets / lumps on the catheter surface. Given the gel-like nature of the lube, it was possible for the lubricant to flow to different locations on the catheter during transportation or storage. The lubricant appearance on all the returned samples were found to be acceptable, except for sample 4 from batch 123280. For this sample, small lumps of transparent lube gel were also observed on the catheter tubing. Given the irregular shape of the solidified lube, it was suspected that the user might have unintentionally scratched the surface of the catheter tubing during needle cover removal, hence the aggregated the layer of excessive lube to form the solidified lube. As the sample was returned in open packaging, an actual root cause cannot be established. H3 other text : see h10